Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR. Report# 1627487-2017-2017-05142. It was reported the patient experienced lead migration. The patient underwent surgical intervention on (B)(6) 2017 where in one of the lead was explanted and replaced. Effective therapy was restored postoperatively. It is unknown which lead was replaced. Therefore, explant date is reported on both of them.